Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir compartment was damaged. Customer¿s blood glucose level was 300mg/dl at the time of the incident. Reservoir was not able to lock into place. The product will be returned for analysis.